Event description:
It was reported that at the implant procedure, the lead had been repositioned four times due to high impedance measurements. The lead dislodged and when it was attempted to reposition the lead, the lead helix would not move. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, there was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead was received with the helix extended.